Manufacturer narrative:
Bd field service technician evaluated the device and determined that two cables connecting to the drawer to the controller board showed signs of an electrical short. There is no evidence of a liquid spill causing the short. The evaluation included visual inspection and the affected parts have been returned to bd (B)(4) for additional investigation.

Event description:
Customer reported visible smoke from the pyxis anesthesia es system. There was no harm to the patient.